Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was found during evaluation and was confirmed. During evaluation, severed motor mount screws were determined to be the cause. The failed motor assembly and screws were replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device displayed system error 105. There was no patient involvement.